Event description:
Customer reported inaccurate gas readings from the dpm 6/7 monitor. No patient injury was reported.

Manufacturer narrative:
Service representatives performed gas monitor calibration and accuracy check per service manual, all tests passed.